Event description:
As reported, in 2004, this patient was treated with gore excluder bifurcated endoprostheses for an abdominal aortic aneurysm. At an unknown date aneurysm enlargement was observed. The aneurysm enlargement was attributed to endotension. In 2008, the patient underwent a reintervention in which the previously implanted devices were relined with gore excluder aaa endoprosthesis. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.